Event description:
Regulatory agency reported "since 2017, deterioration of health,loss of memory, difficulty concentrating, arnold's neuralgia, food intolerances, sleeping troubles,and fatigue." "Predominant lower external seroma on the left with tissue inflammation cellulo-fat in the left upper outer part." And "left prosthesis is found turned over posterior to anterior". This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Additional h6: f15. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.